Manufacturer narrative:
Report # 3003721894-2016-00235 is associated with (B)(4), corega ultra cream without flavor. Corega ultra cream without flavor is marketed as super poligrip cream in the u.s.

Event description:
Pneumonia [pneumonia]; asthma [asthma]. Case description: this case was reported by a dentist via call center representative and described the occurrence of pneumonia in a male patient who received triple salt dental adhesive cream (corega ultra cream without flavor) cream for denture wearer. On an unknown date, the patient started corega ultra cream without flavor. On an unknown date, an unknown time after starting corega ultra cream without flavor, the patient experienced pneumonia (serious criteria gsk medically significant) and asthma. On an unknown date, the outcome of the pneumonia and asthma were recovered/resolved. The reporter considered the pneumonia and asthma to be related to corega ultra cream without flavor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the dentist recommended corega to the patient and reported that the patient commented that he "almost died" due to pneumonia, and experienced asthma when using corega. The patient currently experienced no events because he suspended corega and used home remedies. Follow up information received 10 oct 2016. Three follow ups attempts were made however they were not successful, the physician did not attended the phone call and the mail sent. No more information available.